Event description:
A patient reports while wearing a pod for longer than 48 hours their blood glucose level had rose to 314 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the investigation found the exposed portion of the soft cannula to be shortened and torn off. Measurement of the entire soft cannula length was confirmed to be shorter than specification. As a result of the observed exposed soft cannula damage, fluid was unable to flow through the complete fluid path. The timing and cause of this damage could not be determined. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. The patient history buffer data files showed the algorithm was functioning as intended, correctly responding to continuous glucose monitor inputs.